Event description:
The technician alleged the brake casters would swivel while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster, brake steer caster and main bearing to resolve the issue.